Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported hypertension and right heart failure could not be conclusively determined through this investigation. It was reported that the patient had an elevated central venous pressure (cvp) of 22 in the operating room (or). The decision was made by the surgeon to implant a protek right ventricular assist device (rvad) for blood pressure support. The patient was alive, hemodynamically stable, and discharged on (B)(6) 2021. Per the research coordinator, the patient did not meet randomization criteria resulting in screen failure. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists hypertension and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated central venous pressure (cvp) of 22 in the operating room and the decision was made by the surgeon to implant protek right ventricular assist device (rvad) for blood pressure support. Inotropes were administered and the patient inhaled nitric oxide. The patient was hemodynamically stable and was discharged on (B)(6) 2021.